Manufacturer narrative:
The rf head failed incoming electrical-field immunity test. Excessive corrosion was found in the interior of the head. The rf head was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radio frequency (rf) programmer head connector required manipulation, in the programmer connector port, to establish telemetry. The rf head was returned for service. No patient complications have been reported as a result of this event.